Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to clinic after receiving alerts for non-sustained lead noise. Upon investigation, sensing latency between the near field and the far-field channel resulting in incorrect non-sustained lead noise diagnosis was observed. The device was reprogrammed successfully and patient was fine.